Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an mx40 1.4 ghz smart hopping indicating that the device had a speaker error, and the speaker would not produce sound. The device was not in clinical use at the time the issue was discovered. No adverse event or patient harm reported.

Manufacturer narrative:
The device was returned to the philips bench repair and was tested by a bench repair technician (brt). The brt found that the device showed a speaker malfunction inop message, however, the speaker was able to produce sound. Based on the information available and the testing conducted we were unable to replicate the reported problem of no sound. The reported problem was not confirmed. Although the speaker sound was confirmed to be functioning per specification during testing it was indicated that there was a speaker malfunction inop at the time of the event, which was confirmed. The speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.